Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter facility name, initial reporter address 1, initial reporter city and initial reporter zip/post code). Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported to boston scientific corporation that a sensation short throw was used for a polyp in the colon for a polypectomy procedure performed on (B)(6) 2024. During the procedure, on its first cut it loses quality and does not cut. The procedure was completed with another sensation short throw. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut. Block h11: investigation results: a sensation snare was received for analysis, and it was found during visual inspection that the working length was bent and kinked at multiple sections. A continuity and electrical test were performed, and the device was noted to be within specification. No other problems with the device were noted. The reported complaint of loop failure to cut was unable to be confirmed. This problem likely occurred due to the manner in which the device was handled, and manipulation may have caused the reported and encountered failure. Excessive manipulation of the device without enough care could have induced the defect found. Additionally, the device cannot be functionally tested by emulating the anatomical or procedural factors encountered during the procedure. Based on the information available and the returned device analysis, a conclusion of no problem detected was assigned to this investigation since the reported allegation was not observed.

Event description:
It was reported to boston scientific corporation that a sensation short throw was used for a polyp in the colon for a polypectomy procedure performed on (B)(6) 2024. During the procedure, on its first cut it loses quality and does not cut. The procedure was completed with another sensation short throw. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported to boston scientific corporation that a sensation short throw was used for a polyp in the colon for a polypectomy procedure performed on (B)(6) 2024. During the procedure, on its first cut it loses quality and does not cut. The procedure was completed with another sensation short throw. There were no patient complications reported as a result of this event.